Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, a new cgm sensor was inserted in the patient¿s arm. Following insertion, the cgm reported glucose values of 100 mg/dl, not exceeding 125 mg/dl. Shortly thereafter, the patient experienced vomiting, and her urine ketones were noted to be high. A fingerstick reading showed a blood glucose level of 500 mg/dl. The patient¿s mother administered (B)(4) of insulin via injection. It was not documented whether the cgm was calibrated during this period. On (B)(6) 2026, the patient¿s mother brought her to the hospital. In the emergency department, the patient¿s fingerstick blood glucose measured 338 mg/dl, while the cgm displayed 160 mg/dl. The patient was treated with IV insulin and fluids. She was admitted overnight for monitoring and discharged the following day with blood glucose levels in the 108-110 mg/dl range. Upon discharge, she reported feeling improved, though fatigued. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2026. The reported glucose values fall within the c zone of the parkes error grid was taken on (B)(6) 2026 in the ER. There was not a complete set of reported glucose values available to search within the parkes error grid calculator upon discharge. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.